Event description:
The recipient reportedly experienced a recurrent cholesteatoma. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device on the contralateral side.

Manufacturer narrative:
The recipient's device was activated and went well. The recipient's infection has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly was prescribed antibiotics (type unknown) prior to surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.